Event description:
A report was received that the patient was uncomfortable with the ipg site. The patient underwent a revision wherein the ipg was relocated. The patient was reportedly doing well postoperatively.